Event description:
It was reported that the patient presented to the ER due to a vibratory alert. The device was found in hwvvi reset with no defibrillation therapies available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.